Manufacturer narrative:
(B)(4).

Event description:
It is reported that during use of a rsint27522x resolute integrity stent that it deformed in vivo during delivery. Excessive force was used during delivery. Issues were also reported with trying to inflate the device at the lesion site. The device was removed from packaging per IFU and inspected with no issues noted. The intended lesion was situated in the proximal diagonal branch of the lad. The lesion exhibited severe calcification, severe tortuosity and 80% stenosis. The lesion was then dilated with nc balloons and a guide liner catheter was used and a new stent deployed. No additional patient sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.